Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous angioplasty procedure, a balloon burst and dissection occurred. The target lesion was in the superficial femoral artery (sfa). A smash 7.0-40, 80 cm balloon catheter had been advanced to treat the target lesion. The balloon was inflated to 16 atmospheres and the balloon burst. A dissection or "tear" in the artery was noticed. The balloon was removed and a longitudinal split was noticed in the balloon material. The dissection was treated with the implant of an unspecified type of stent. There were no additional pt complications reported with the pt's current condition listed as "fine".